Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep indicated that overview showed that stimulation on upright is at a higher level, however her tablet showed it at zero. Technical services (ts) has a feeling rep was looking at the actual stim. Level rather than the set intensity level. Hcp came into the room and rep had to disconnect. Ts was not able to gather event info. Patient complaint was that he felt stimulation was at zero when laying down, but when he got to upright he wasn't feeling stimulation, and rep said upright is at zero amplitude. Note this was with the tablet, patient didn't have controller. Additional information was received from the rep. When testing adaptive stim in test mode on tablet, from lying to standing the amplitude did not raise back up to the intensity level set for upright. When stopped test mode, it showed pt in upright position, however amplitude showed at zero. No resolution. Once reset upright amplitude again in adaptivestim, did not go back into test mode because it kept reverting to zero when pt going from lying to upright while in test mode.